Manufacturer narrative:
D10 concomitant product: lf5637, ligasure lf5637 retractable l hook (lot#43460157x); vlft10gen, vlft10gen ft series energy platformx1 (serial#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a total laparoscopic hysterectomy, the device was activating when transecting the culpotomy, and then just continued without the activation button being pushed but you could not hear the activation tone. Removed the device and replaced it with a new device and it activated and stayed on the entire time and was not turned off until it was unplugged from the generator. Button was stuck in the "on" position and continued activating. The devices had an in-line activation. There was no patient injury.

Event description:
According to the reporter, during a total laparoscopic hysterectomy, the device was activating when transecting the culpotomy, and then just continued without the activation button being pushed but you could not hear the activation tone. Removed the device and replaced it with a new device when the button was pushed, it continued to stay on and would not turn off until it was unplugged from the generator. Button was stuck in the on position and continued activating. The devices had an in-line activation. The unit was still being used and other device and worked without issue. There was no patient injury. Data log was received and showed error code 402.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.